Manufacturer narrative:
The t:slim user guide states: your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly customer completely submerged the pump in water. Blood glucose was not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.